Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, a pacemaker was interrogated and data was successfully stored on a usb stick. It was tried on both usb connections of the programmer. It was also possible to save data to a disk. It was also noted that there were errors found in the software updates and the electrocardiogram (ECG) connector was loose. (B)(4).

Event description:
It was reported that there was an error when trying to save data to a usb (universal serial bus) device. Save-to-disk also did not function. The programmer was returned to the manufacturer. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.